Manufacturer narrative:
The pump passed the displacement test and self-test. Test p-cap locks properly into the reservoir compartment. Test mobile phone pairs successfully to pump. Pump communicated properly with iphone 6 mobile phone. Successfully downloaded history files and traces using thump. There was no data available to verify pump error 53 alarms on (B)(6) 2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 53 was not confirmed in the pump history files and traces or during testing. No com pump to mobile was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self-test. Test p-cap locks properly into the reservoir compartment. Test mobile phone pairs successfully to pump. Pump communicated properly with iphone 6 mobile phone. Successfully downloaded history files and traces using thump. There was no data available to verify pump error 53 alarms on (B)(6) 2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 53 was not confirmed in the pump history files and traces or during testing. No com pump to mobile was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed loss of communication between pump to mobile, and pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-6122, mmt-1880l. Troubleshooting was performed and issue was resolved. No harm requiring medical intervention was reported. No return was required for mmt-6122 and the customer would discontinue to use of the device, product return was required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.